Event description:
It was reported that a v.a.c. Therapy pt had a retained wound v.a.c. Sponge incorporated well into the granulation tissue of a stage IV sacral decubitus ulcer. The report stated that apparently either the wound v.a.c. Sponge was not changed appropriately over time and/or very aggressive healing entrapped the wound v.a.c. Sponge into the granulation tissue. Under general anesthesia, a knife was used to remove the wound v.a.c. Sponge to an incorporation level of approximately 1.5 cm deep into the tissue. It was planned for the pt to have the wound v.a.c. Reapplied with more frequent dressing changes.